Event description:
It was reported that during a laparoscopic sleeve procedure, the device misfired on the patient side of the stomach and the surgeon had to over sew the defect. Only half the staples came up some were malformed and some were not formed at all. The device did cut. The defect was over sewed and another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black on the first firing. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one black reload cartridge was received. The cartridge was returned with the right side fully fired and the left side two inner rows partially fired. Upon evaluation the cartridge body, the one piece sled, and one driver were found damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Intra operative photographs were received. Upon review of the images, it confirms the disrupted staple deployment while firing the device utilizing a black staple cartridge resulting in staple rows not properly forming on the patient side. The photographs however do not provide any evidence to the potential cause of the reported event.